Event description:
It was reported that during a laparoscopic gastrectomy, it was found that the tip of the inner cylinder was cracked. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # u95g4m. Investigation summary: the analysis results found that the 2b12lt device was received with the clear lens damaged. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. No conclusion could be reached regarding what might have caused the damage observed at analysis. It is possible that the damage was due to an improper handling of the device. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified.